Event description:
On (B)(6) 2021, a perceval plus valve size s (pvf-s) was implanted as part of an aortic valve replacement procedure. After the implant, the tee showed severe perivalvular leak (pvl). The correct position of the perceval plus valve was confirmed with the post implant tee. The perceval valve was consequently explanted intraoperatively. The annulus was re-examined for any possible leftover calcium deposits and was re-sized. A new perceval plus valve pvf-s was ultimately implanted. The tee confirmed a good functionality of the new valve implanted. Upon visual inspection of the affected valve, a structural problem was identified. The patient¿s postoperative course was complicated by mitral valve regurgitation, that was not directly linked with the perceval valve implantation.

Manufacturer narrative:
Sections updated: b4,g3, g6, h1, h2, h6, h10. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the performed analyses: visual inspection and dimensional verification, the prosthesis was found meeting the specification and requirements for a perceval s pvf-s. Based on the additional information received, the event can be reasonably attributed to the procedure. Furthermore, from the document review performed, no manufacturing deficiencies were identified and from visual and dimensional inspection the perceval valve met the specifications and requirements.

Manufacturer narrative:
Update fields: b4, b5, d9 (despite the device return was already included in the h10 of the previous report, section d9 was accidentally left blank, now corrected), g3, g6, h1, h2, h6 (corrected coding). In order to attempt to replicate the reported event, a simulation of valve deployment was performed. During the valve deployment and ballooning phase in the silicon aortic root (size 21), no problems were encountered. The valve positioning and sealing at the annulus level were guaranteed. The valve has remained fixed inside the annulus without showing significant anomalies or the tendency to create a potential path for perivalvular leak. Then, inserting some water in the aortic root from the outflow side, and considering the static conditions of the test, no paravalvular leaks were observed during the simulation and the water level remained stable under the leaflets free edge. Based on the performed analyses, the prosthesis was found meeting the specification and requirements for a perceval s pvf-s and did not highlight pre-existing defects. The deployment simulations and the static leak tests, performed on the returned valve, did not highlight evidence of paravalvular leaks. As such, the root cause of the reported event cannot be traced to any factors intrinsic to the valve in question. Intraoperative events of perivalvular leak can be secondary to a device malpositioning and/or mis-sizing based on the manufacturer¿s clinical experience. The presence of patient¿s specific conditions such as bulky calcification can also prevent proper stent expansion and thus resulting in a perivalvular leak. Based on the information collected, the patient¿s root was symmetrical. Furthermore, the patient ultimately received a new perceval valve of the same size (pvf-s), thus a device mis-sizing can be excluded as possible root cause. As reported, no annular calcium was identified after the pvf-s valve explant and a correct seating of the device was confirmed. Ultimately, based on the information available and investigations performed, a definitive root cause for the reported event cannot be established at this time.